Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was approximately 290 mg/dl. Reportedly, the customer changed the site to address the event and insulin delivery was resumed.